Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned to zoll manufacturing corporation for investigation and functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. There is no indication of a device malfunction that would have contributed to the reported burn. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had burn under the front therapy electrode pad. The patient's skin was reportedly weeping and discolored. The patient's physician prescribed the patient an antibiotic ointment to use on the irritation. The patient reported that he had temporarily removed the lifevest to allow the irritation to heal. The electrode belt was returned to zoll and passed incoming functionality testing. Follow-up indicated that the irritation had healed completely.